Event description:
It was reported that a closure of an unknown vessel was attempted using a proglide device after an interventional procedure. Reportedly, the proglide suture did not come out during use. The vessel closure was not complete; a second device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A link detachment was observed. This would likely result in a suture retrieval issue and would appear similar to the user as a needle to cuff miss; therefore,the reported complaint is confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.